Event description:
This cer is standard exchange. After turn on, the mr1 ventilator no action on screen. The screen is darkness and my engineer felt a burning stench from this mr1 ventilator. Find driver board defective. Try to check and test, by swop new driver board from our stock. Find this mr1 can use to be normally. (28/9/2022) remark: this mr1 not use long time by the hospital, because this hospital long time. Not the patient coming.

Manufacturer narrative:
The complaint has been reopened and reviewed, according to FDA form 483 inspectional observation ems #2, eobs2, from the FDA inspection conducted between july 17 to july 21, 2022, at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation, it has been confirmed, that the device failed to meet its specifications at the time of the event, while the ventilator was prepared for treatment. The root cause of the event was determined, to be a defective component on the driver board. In consequence (correction), the driver board has been replaced. There was no patient or user harm reported.